Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) with blood glucose of 40 mg/dl at the time of the incident. The customer was at 87 mg/dl at the time of the call, and 28 mg/dl at the time of admission. The customer experienced symptoms such as feeling funny and a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated the recalled sets caused their lows. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08740 inches. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).